Event description:
Newborn neonatal showed a blood glucose value of 19 mmol/l measured with the hemocue glucose 201 dm analyzer and glucose 201 microcuvettes. The hospital started an insulin treatment. They suspected that something was wrong and stopped the treatment when a blood gasmeter showed a value below 12 mmol/l. No harm to the baby due to this incident. The baby had no "unnormal" blood lipid levels or htc levels. The date of this event is unk.

Manufacturer narrative:
Hemocue has not been able to retrieve all required info. However, a meeting with the user facility is booked to investigate and obtain add'l info. A supplemental report will be sent after this meeting and investigation.